Manufacturer narrative:
(B)(4). Concomitant medical products: item #7841-12-20 versys femoral stem lot # 63262723, item # 6310-50-32 trilogy acetabular liner lot# 63312536, item #0062506530, bone screw 30mm lot #63327645, item #0062506520, bone screw 20mm lot #63240736. Customer has indicated that the product will not be returned to zimmer biomet for investigation as products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00471, 0002648920-2019-00456, 0002648920-2019-00452, 0001822565-2019- 02604.

Event description:
It was reported a patient underwent left hip arthroplasty. Subsequently patient is experiencing pain, elevated ion levels, and a removal of a pseudo tumor. Additional information was requested however, none was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.